Manufacturer narrative:
On 30-sep-2020, the investigation on the suspected medical device was completed. Investigation summary: during visual evaluation of the device, it was observed to be ruptured. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 2-sep-2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Mentor received additional information regarding the suspected medical device and the date of implantation. The device is a 500cc mentor memorygel breast implant (catalog #: 3505004bc, right serial #: (B)(4)). The patient underwent an implantation surgery with the device on 8-apr-2008. The relevant fields have been updated. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer's reference number: pc-(B)(4)

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the revision surgery. The patient underwent bilateral removal and replacement with two 425cc mentor memorygel breast implant prostheses (catalog #: 3504254bc, left serial #: (B)(6) right serial #:(B)(6) manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a primary breast augmentation with an unspecified mentor gel breast implant and experienced postoperative right-sided grade iii capsular contracture. As a result, the patient underwent removal and replacement with a 425cc mentor memorygel breast implant (catalog #: 3504254bc, right serial #: (B)(4)) on (B)(6) 2020.